Manufacturer narrative:
A titan pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a partial separation on the strain relief of cylinder 2. Testing revealed this to not be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. A separation was noted in the bladder of cylinder 2. Microscopic examination of the surfaces revealed them to have a melted appearance indicating contact with cauterizing instrumentation. A partial separation within abrasion was noted on the pump inlet tubing. Testing revealed this to not be a site of leakage. Groups of partial separations, indicating contact with unshod instrumentation, were noted on the reservoir strain relief. Testing revealed these were not sites of leakage. The presence of surface abrasion was noted on all pump tubing and the exhaust tubing of cylinders 1 and 2. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. The information received indicated the device was not inflating and a failure was noted where the tubing was worn down, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. The information received indicated the cylinder was punctured during explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was not inflating. The failure was found on the tubing where it appears to have worn down. One of the cylinders was punctured during explant. The device was removed/replaced.